Event description:
It was reported that while at school the user¿s nurse inadvertently initiated the fill tubing step while the user remained connected to the infusion set and tubing, resulting in an unintended insulin delivery of approximately 0.7 units before disconnection. The user then completed a meal announcement with guidance, and the issue pertained to the tubing component and an incorrect procedure. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to the tubing and an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.